Manufacturer narrative:
The patient was prescribed anti histamines on (B)(6) 2020 for 6 days and antibiotics on (B)(6) 2020 for 6 days. A medical expert was contacted to give a diagnosis of the reaction and confirmed it was a vascular complication. The medical expert recommended to use local care only at this stage and stop the ongoing treatments that have no effects. On (B)(6) 2020, the patient went to see a dermatologist, who performed a hyaluronidase in the livedo area. The patient noticed a quick improvement of the symptoms. On (B)(6) 2020, the doctor injected a second time hyaluronidase (desinfiltral) where some livedo remained. She also proposed some led sessions to help healing of the area and advised the patient to see an ent specialist for the intra nostril pain. The doctor confirmed the symptoms were resolved and there was no sequelae. The batch was released in accordance with the product specifications. 2 minor nonconformities were opened during production, without incidence on the product quality. No element allows us to identify a defect in the quality and safety of our products. Vascular compromises are serious adverse events that are well known and well-documented related to the injection of hyaluronic acid fillers. They are linked to an accidental injection in, or next to a vessel, triggering its compression or occlusion. If treated on time with an appropriate treatment, symptoms can be fully resolved, without sequelae. If not, they can worsen and develop into skin necrosis. Additionally, the risk of such adverse event is also mentioned in the instructions for use of teosyal products. Literature data: - de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e - kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The event occurred outside the us, in (B)(6). According to the received information, the patient was injected with teosyal rha 2 in the nasolabial folds and the glabella on (B)(6) 2020. The following day, the patient developed an adverse reaction on the right naso labial fold.